Event description:
I had a bard tvt mesh placed to help with urinary issues which has only created new one. Several trips to the emergency room due to not being able to void. Dangerous amounts of urine drained off bladder. Learning how to self cath. Tenderness in abdominal areas. My doctor has referred me to a specialist to either have it removed or have it taken down. I have to travel 3hrs to this specialist and more than likely have yet another surgery. I was never warned or even told of these possible complications.